Event description:
(Component #1) on (B)(6) 2024 at approximately 7:45pm (B)(6) rn ph: (B)(6) called to notify (B)(6), administrator ph: (B)(6) that resident (B)(6) dob (B)(6) 1946 had a witnessed fall while transferring to bed. On 1/22/24 (B)(6), administrator went to the facility to investigate. Three cna' s ((B)(6)) and nurse ( (B)(6)) were transferring a resident to his bed using a mechanical lift. (Component #2) during the transfer, the resident began moving, twisting and flattling his arms causing the lift to tip to the side. Resident was lowered to the floor inside the sling. Licensed nurse assessment reveals the resident sustained a skin tear to the left arm. No other injuries were identified. The resident denied pain at that time. (Component # 3 ) the resident requested to be placed back in bed. He was made as comfortable as possible where he was while awaiting ems arrival for further evaluation. The daughter ((B)(6)) arrived for a regular visitation and happened to be informed of the occurrence. The medical was also was contacted ((B)(6)) and informed of occurrence and no significant injury. An order was received to send for evaluation. (Component #4) nha (B)(6) and (B)(6) maintenance director arrived to the facility to conduct staff interviews and evaluate the occurrence. It was decided to remove the mechanical lift immediately from service through the lock-out-tag-out procedure until the lift could be physically inspected. (Component #5) the resident was sent to hospital for evaluation the evening of (B)(6) 2024. A call to (B)(6) hospital ER was made to get an update on the residents condition, the resident was being admitted for further evaluation (B)(6) 2024, however, at that time, no significant injury had been identified.